Manufacturer narrative:
Evaluation summary: two unused samples from lot number 1865056 were returned for evaluation. The device history records were reviewed for the lot number of the returned devices and no related nonconformances were identified during manufacturing. The syringes sampled during manufacturing were found to pass the time-fill testing. The unused returned products were round to meet with specifications during fill testing. Once the syringes had been filled and the attached needles withdrawn, the reported issue (squirting of fluid) could not be confirmed during testing. The reported issue could not be confirmed to have been device-caused.

Event description:
User facility reported that the syringe did not withdraw with blood pressure but required user to manually withdraw the syringe. According to the reporter, when the attached needle was withdrawn, blood squirted outside of the syringe resulting in spill on patient. No adverse effects to user reported.